Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the reports did not load. A technical support specialist (tss) dialed into the application server, accessed the patient encounter system, ran all device events report, dialed into report party transaction server and verified extract transform load (etl) running every 5 minutes. Then, the tss informed the customer that the report server was rebooted, the elt job was running, and no errors were noticed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es reports was not loading. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.